Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed non sustained right ventricular oversensing due to post paced t wave oversensing on implantable cardioverter defibrillator. The patient did not receive therapy during the oversensing. No changes or intervention was performed. The patient condition was stable.